Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (7.5 mg/ml at 1.3993 mg/day) and bupivacaine (3.5 mg/ml at 0.6530 mg/day) via an implantable pump. The patient¿s medical history included multiple failed back surgeries and osteoporosis. The patient was not allegoric to any medication and does not smoke and drinks regularly. It was reported that at the time of refilling the patient's, which was due after their last refill on january 27, 2024, the pump returned the full 20 ml. As such, it was understood that the patient did not have a supply of medication at any time. The patient does not have withdrawal symptoms but commented that their pain had increased by 20% of the residual pain they had. Regarding factors that may have led or contributed to the issue, the patient did not report having carried out any different activity or having had an accident. No solution or diagnosis was made at the moment, and the doctor requested an MRI (magnetic resonance imaging). The action taken is to wait for the results of the studies and for the doctor to convince the patient to perform a rotor and catheter test. The issue was not resolved as of 2025-feb-27. Regarding the pump's elective replacement indicator (eri), less than 18 months was indicated. The event did not lead to hospitalization.

Manufacturer narrative:
H1 update: the type of reportable event has been updated from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The model number, serial/lot number, and implant date of the patient¿s catheter were unable to be obtained as a record was not kept. The patient refused to share the images of the test regarding magnetic resonance imaging (MRI), but it was further noted that from what the report showed was that the catheter cannot be seen with any granuloma or abscess. It was further indicated that the cause of the medication not having been delivered has not since been determined as the result did not provide any opinion on this matter. On (B)(6) 2025, the physician titrated the patient¿s oral and patch-based medication. On (B)(6) 2025, the process for the full system change began with the patient¿s insurance company. They are currently awaiting the insurance company¿s decision to admit the patient to the full system change. The problem of the patient pain relief had been solved through oral medications, but due to lack of response from the insurer the complete system change has not been carried out. The device remains implanted, and due to logistical issues in the region the device cannot be returned so it will be discarded once the insurer confirms the replacement of the system and the failed device can be explanted.